Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd posiflush¿ saline 10ml syringe filled had a broken lure lock connector. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional information: medical device lot # 8044816. Device expiration date: 02/28/2021. Device manufacture date: 02/13/2018. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: photos were provided for evaluation. The photos provided show syringe damage reported on the complaint therefore failure mode is verified. The syringe damage was induced by equipment. Possibly a jam occurred. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the second complaint for the lot# 8044816 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8044816 during this production run. The syringe damage was induced by equipment. Possibly a jam occurred. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications.

Event description:
It was reported that a bd posiflush¿ saline 10ml syringe filled had a broken lure lock connector. There was no report of exposure, serious injury or medical intervention.